Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe abdominal pain following an implant procedure. The patient was given pain medication with no relief and the physician believed that the pain was not procedure related. The patients pain had subsided and was doing well.